Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had the trailing haptic stuck in the inserter and would not release fully into the eye. The surgeon had to use another instrument to get the trailing haptic out to finish the procedure. During cataract surgery the surgeon indicated he makes a 2.2mm incision size. It was also reported that the surgeon used either viscoelastic or bss (balanced salt solution) to lubricate the lens. Surgeon also indicated he advanced the lens completely as the dial was flush to the body of the inserter. The lens remains implanted. The patient is fine and the outcome is amazing. No other information was provided.